Event description:
During treatment of a "complex" lesion, the physician noticed contrast leaking from the catheter and removed the catheter from the patient. After removal of the product, a hole was found at the tip of the catheter. Another catheter was used to complete the procedure.

Manufacturer narrative:
The complaint report stated that during treatment of a "complex" lesion, the physician noticed contrast leaking from the catheter and removed it from the patient. After removal of the product, a hole was found at the tip of the catheter. Another catheter was used to complete the procedure. No patient injury occurred. The leakage reported by the customer was confirmed. Actions were previously opened (B)(4) to address the leakage under the ID band and no additional actions for this failure will be taken at this time. New actions were opened (B)(4) to investigate the root cause of the holes in the shaft and determine if corrective actions are needed. One non-sterile 6fr vista brite tip guide catheter was returned for analysis coiled in a plastic bag. The body was kinked in various places on the shaft. One hole was found on each side of the catheter at 8.4cm and at 9.5cm from the brite tip. Additionally, the ID band was found not properly assembled to the hub. The catheter was flushed and a leakage was found under the ID band at the hub junction. The unit was sent for sem analysis; however, the root cause could not be conclusively determined. An attempt to reproduce the shaft holes using tweezers (which are used during the manufacturing process) was unsuccessful; the holes were smaller and had a smooth shape. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The product has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.